Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: electrical/electronic component problem, deformation problem, known inherent risk of device. A definitive root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image interference waves after meeting hot and cold water, and black water flowed from the bending tube. There was no patient involvement.